Event description:
Procedure: lobectomy - reportedly, after the stapler was fired the jaw could not open. The staples were present and formed properly but were stuck in the jaw of the device and then the device could not detached from the tissue. To detach them the staplers were cut and the fragment of tissue was reinforced by manually suturing.